Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the adhesive on the distal sheath being detached was due to a degradation problem identified. The most probable cause of the degradation problem was a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the light guide lens adhesive being peeled off and the objective lens adhesive section being detached was due to a stress problem identified. The stress problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the hystero videoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the adhesive on the distal sheath was detached, the light guide lens adhesive was peeled off, and the objective lens adhesive section was detached. It was determined that the distal sheath, the light guide lens, and the objective lens needed to be replaced. There was no patient involvement.